Event description:
The hcp reported that during implant the carrier broke resulting in a break of sterility and requiring the hcp to bring the extension through in a sub-optimal way. Later the patient developed an infection along the lead track with symptoms of redness, drainage, and incision wound opening. The patient did not have meningitis. A culture was obtained from the device pocket, but no results were reported. The patient was treated with total system explant and IV antibiotics. The infection has resolved. The patient will likely have a new system placed in the future as he received good therapeutic benefit from the stimulator therapy. Reference MFR report #2182207200702641.